Event description:
New information on (B)(6) 2014, noted that the lead continued to exhibit low impedance and noise.

Event description:
It was reported that a merlin.net alert transmission was received for low impedance on atrial lead. Review of the transmission showed multiple episodes of noise causing auto mode switch. On (B)(6) 2014, the patient was brought to the clinic for follow up. Noise could be reproduced by pocket manipulation. On (B)(6) 2014 it was noted that the chest x-ray was normal. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.